Manufacturer narrative:
Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This case, (B)(6) case number (B)(4), is a report from (B)(6), referring to a (B)(6) female subject (ID # (B)(6)). An investigator reported this case from the (B)(6) study, a phase 1/2 open-label dose-escalation study to evaluate the safety, tolerability, pharmacokinetics and efficacy of intracerebroventricular bmn 250 in patients with mucopolysaccharidosis type iiib (mps iiib, sanfilippo syndrome type b). The subject's past medical history included pyrexia. Past procedures included myringotomy and ear tube insertion. The subject's concurrent conditions included mucopolysaccharidosis iii and iron deficiency anaemia. No allergies were reported. Concomitant medication included iron. Concomitant pre-medication used for the subject's bmn 250 infusions included paracetamol and hydroxyzine. On (B)(6) 2018, the subject initiated treatment with bmn 250 (300 milligram, qw, icv). The lot number for bmn 250 was 251021. The most recent dose was administered on (B)(6) 2019 from 11:10 to 11:15. In addition subject was also treated with a codman (generic), icv device. The model number and other details regarding the device were unreported. The most recent use of device was on (B)(6) 2019. On (B)(6) 2019, the subject missed her bmn 250 infusion due to a grade three icv malfunction (device malfunction). Additionally, the device disallowed extraction of cerebrospinal fluid or preparation using serum washing saline. On (B)(6) 2019, the subject was hospitalized for an exploratory surgery which occurred on (B)(6) 2019. The catheter was relocated in the lateral ventricle. On (B)(6) 2019, the subject was discharged. No laboratory or diagnostic tests were reported. No additional treatment for the event was reported. The outcome of the event was reported as recovered/resolved on (B)(6) 2019. The investigator assessed the event of device malfunction as not related to treatment with bmn 250. No other etiological factors were reported. Additional information has been requested and, if received, the report will be updated.